Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she has a urinary tract infection (uti) and "can't pee really". The patient stated that she thinks she needs her device checked, she doesn't think it's working. The patient declined troubleshooting and was redirected to follow up with her healthcare provider (hcp). The patient stated that this began about a month ago. No further complications were anticipated/reported.